Manufacturer narrative:
The product complaint analysis team has compelted its investigation of the device which was returned to co with product inquiry #973519. Visual inspections & results: lockout position: unfired; cartridge condition, unfired and cartridge return batch number, j00m2g. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and was instrument cycled, yes. Analysis conclusion: based upon inquiry info recevied, visual examination, and functional testing, no conclusion could be reached as to why instrument reportedly "would not close and lock properly" during surgery. Instrument was returned in good physical condition. Instrument was cycled, fired, cut, and formed staples within desgin specification. Instrument was disassembled to examine internal components and no deformations could be identified. It was concluded that instrument was fully functional and conforming to design specifications. Experience surgeon reported could not be repeated. Each instrument is evaluated during assembly processs to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during a v.a.t.s. Procedure. The closing lever would not close and lock properly. A new device was used to complete the case. There was no patient consequence.